Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, load and calibration was done. Upon introduction into the cavity and articulation of the load, the reload did not open to grasp the tissue and the device did not fire. It was necessary to use the security key, where the surgeon skipped the reset step of the device which was to remove and replace the battery. When the safety key was used, the reload has tripped, requiring another reload. Another reload of the same model and lot was used to complete the case. There was no patient injury.